Manufacturer narrative:
The controller dc adapter, (B)(4), was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. The reported event could not be confirmed. Analysis could not be performed as the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient attempted to use their controller dc adapter to provide power to the hvad in the car, however, the charger would not stay secured in the outlet. There were no reported patient consequences associated with the event.